Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703603 biolox option head, 2853561, 00620005222 shell porous with cluster holes 52 mm o.d. 61706787, 00784301216 femoral stem beaded fullcoat 12/14 neck 60884463. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes mention that the patient underwent previous revision due to trunnions, and the patient experienced two dislocations after that. The patient was revised due to pain and dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right total hip replacement and was then revised due to trunnions on an unknown date. The patient underwent a second right hip revision six years post initial surgery due to pain and multiple dislocations. Attempts were made to obtain additional information; however, none was available.